Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2020. The patient reported that her cgm was 80 mg/dl but no bg was taken. However, she started to feel weak and dizzy; she tested her bg and it was 33 mg/dl but the cgm was 66 mg/dl with double arrows down. The patient¿s son transported her to the hospital where she was evaluated, treated with glucagon, observed for several hours, and discharged the same day. At the time of report the patient stated she was well. No data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No injury or medical intervention was reported. No additional patient or event information is available.